Event description:
It was reported that, the patient experienced infusion set detachment on (B)(6) 2026, infusion set tape did not stick on skin, adhesive tape portion and the plastic base attached to the cannula were lifted together.

Manufacturer narrative:
Establishment name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.